Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of the records related to the patient interface was performed. The trend review shows that there is not a recognizable adverse trend. All devices meet material, assembly, and performance specifications at the time of product release. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a suction loss during laser fire occurred using a patient interface. The procedure was completed successfully. No patient injury and/or complication were reported.